Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 39 mg/dl. The customer treated with food and drink. Troubleshooting was declined as the low blood glucose event was described by the customer as a one-off incident. The drive support cap appeared normal. No further information was provided, and no products were returned or replaced.